Event description:
I received another new philips bi-pap after the last 2 were recalled, this replacement cause me to get very ill and I had to be taken to the hospital by ambulance. My new philips bi-pap is failing me again. FDA safety report ID (B)(4).